Event description:
During device preparation, the device was interrogated and the battery capacity was below acceptable limits to implant. The device was not used and no patient was involved.

Manufacturer narrative:
Additional information: the reported field event of premature battery depletion could not be confirmed. The device's longevity was determined to be normal. The device was tested on the bench and sensing, pacing, impedance, and high voltage output were all normal.